Manufacturer narrative:
The axium prime coil was returned for evaluation without the instant detacher (ID) as it was discarded. The tack weld replacement (twr) crimp was found to be broken. The pushwire appeared to be broken proximal to the distal break indicator at the manual detachment location with the release-wire retaining the two segments together. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The distal pushwire segment was found to be bent. Under the microscope, the coin was not found against the lumen stop, and the coil shield was found to be stretched. The coin was measured was found to be within specifications. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the analysis findings and the reported event details, the customer report of ¿non-detachment¿ could not be confirmed as the pushwire was returned with the implant coil already detached. The twr crimp was broken which indicated that the instant detacher was attempted to detach the coil. Hower, the number of attempts with the instant detacher was not reported. It is possible that the bends in the pushwire or the incorrect method of manual detachment may have contributed to the non-detachment experience. It is possible that the ¿tortuous anatomy¿ may have contributed the bends on the pushwire. In addition, the returned pushwire was found to be broken proximal to the distal of break indicator; instead of the distal to the break indicator at the manual detachment as instructed per the IFU. Regarding the customer report of ¿premature detachment¿, the customer report was confirmed. The implant coil remains in the patient. The coil prematurely detached due to the pulled release-wire. The instant detacher and implant coil were not returned; therefore, any contributing factors from the instant detacher and coil could not be assessed. All parts of the returned pushwire that could affect the detachment were found to be within specifications. The IFU instructed that ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher).¿ it is possible that the bends in the pushwire or the incorrect method of manual detachment may have contributed to the non-detachment experience. It is possible that the ¿tortuous anatomy¿ may have contributed the bends on the pushwire. In addition, the returned pushwire was found to be broken proximal to the distal of break indicator; instead of the distal to the break indicator at the manual detachment as instructed per the IFU. Per the IFU: ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ regarding the customer report of ¿premature detachment¿, the customer report was confirmed. The implant coil remains in the patient. The coil prematurely detached due to the pulled release wire. The instant detacher and implant coil were not returned; therefore, any contributing factors from the instant detacher and coil could not be assessed. All parts of the returned pushwire that could affect the detachment were found to be within specifications. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damage and irregularities during manufacture. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implant coil involved in the event will not be returned for evaluation as it was eventually pushed into the aneurysm and implanted in the intended location. As for the pushwire, we have sent out correspondence for the pushwire to be returned in order to investigate the reported event. Once additional information has been received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small ruptured saccular anterior communicating artery aneurysm filling from right side, measuring 4 mm x 1.5 mm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative detachment method presented in the instruction for use) and detached in the catheter during removal. It was reported that the hypotube snapped and the filament was pulled back manually. Following this the coil still came back into the micro catheter when the pusher was pulled back. The physician decided to remove the coil altogether. After pulling back 2 cm of coil into the micro catheter it finally separated from the pusher. The physician was able to use the pusher to push the loose coil back into the aneurysm without incident and 2 more axium coils were then used to fill the aneurysm. The patient¿s blood flow was normal. The vessel was moderately tortuous. No patient injury was reported.